Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in japan that during a revision surgery for rotator cuff tear performed on (B)(6) 2024, the 4.5 healix advance br anchor device was used for repairing the infraspinatus tendon. It was reported that when the anchor was inserted, the insertion angle was poor and anchor tip cracked. It was reported that a new same device was used for the surgery. It was reported that after suturing of the tissue was completed, a hole was pre-drilled with an owl, and a 5.5 healix advance anchor device was used. The surgeon attempted to insert two orthocords; however, it did not proceed. Although insertion was attempted with tension applied, the anchor broke off and could not be inserted properly. It was reported that a pre-drilled hole was drilled in another location, and the surgeon cut a tap and inserted a new anchor. According to the surgeon, the cause of the breakage is bone quality and misalignment of anchor insertion direction. It was reported that the revision surgery was completed successfully within a 30-minute delay. There were no broken pieces left in the body and no harm to the patient. No additional information was provided. This is report 1 of 2 for the same event in (B)(4) .

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.